Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for negative/no change trace results. Customer stated the ketone test strips were not displaying a color result. Customer stated this was the first time he had used the product out of the package. The customer feels well and did not report any symptoms. No medical attention was required at an earlier time. The package was not opened or damaged when received. There was no evidence of the product being used previously. Customer was using proper testing techniques. The customer declined to perform a urine test during the call.

Manufacturer narrative:
Sections with additional information as of 27-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.